Event description:
It was reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that a temp basal was not programmed before the a21 alarm occured. The troubleshooting was performed. The customer was advised to monitor the insulin pump and call if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.